Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial started on (B)(6) 2024. It was reported that the patients lead is sticking out and there is blood on their bandage. The patient's husband mentioned they had reached out to the clinician's office this morning, but they had not heard back yet to see if the bandage needed to be changed. No troubleshooting performed and cause was not determined. Patient also reported bleeding. The issue was ongoing. The patient stated they changed her bloody bandage today.